Event description:
Crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022 the patients inr was 1.3. It was reported that on (B)(6) 2022, a 31mm amplatzer amulet left atrial appendage occluder was implanted into a patient. It was reported that on (B)(6) 2022, a transesophageal echocardiogram (tee) showed a moderate-large sized layered, nonmobile thrombus present at the ostium of the device. The patient was restarted on eliquis to treat the event. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.na.